Manufacturer narrative:
Product complaint # (B)(4). Method codes: 3331.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/21/2020. H3 photo device evaluation summary: only pictures were returned for analysis. During the visual inspection of the pictures, a broken suture with that appears to be body fluids could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The cause could not be determined and no further investigation can be conducted since the sample was not returned.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ureter re-implant procedure on (B)(6) 2019 and the suture was used. It was reported that during surgery, the suture snapped when doing knot tying. The procedure was successfully completed, and there were no adverse patient consequences reported.